Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The broken needle strip was stuck inside the tip insert within the hand instrument. The most likely cause can be attributed to user applied excessive forces when attempting to pass through challenging tissue (i.e. Thick or calcified). The end user applied forces will cause the needle to buckle within the cannulation. The remaining portion of the needle was not returned or identified. Unable to remove broken needle strip from the tip insert. Needle dimensions could not be taken.

Event description:
It was reported during a meniscal root repair procedure, the surgeon went to pass the suture through the ar-12990 knee scorpion. Upon doing so, the tip of the needle broke and became stuck within the knee scorpion. The rep reported no piece of the needle broke off into the patient and all remained within the scorpion. A shoulder scorpion was used to pass the sutures and the case was completed without further issue.